Event description:
Complaint is reported as: "the surgeon observed leakage of gas in the lung which he had blocked and as a result the lung was swelled". No patient intervention or injury was reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.